Manufacturer narrative:
Follow-up received on 09-sep-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1522 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and was suicidal while suffering from depression. Pelvic pain is listed while depression and suicidal behaviour are unlisted in the reference safety information for essure. Considering that essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Depression is thought to involve changes in receptor-neurotransmitter relationships in limbic system, prefrontal cortex, hippocampus, and amygdala. Chronic pain can worsen depression symptoms and is a risk factor for suicide in people who are depressed. In the other hand, people with more severe depression feel more intense pain. In this case, consumer had pelvic pain and reported that she was suicidal while suffering from depression. There was no mention to an actual suicidal attempt. It is unlikely that the pain was the only trigger for the depression, however a contributory role cannot be excluded; therefore a causal relationship with essure cannot be totally excluded. Considering that essure influenced her daily life (problems with movements and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 09-mar-2016 and forwarded to bayer on 04-aug-2016. She denied nickel allergy. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful and pain lasted 1 day. She also experienced nausea and dizziness during insertion. She almost passed out in the elevator on the way home due to the pain. She went back in again. Her complaints included increased or heavy blood loss during menstruation with blood clots as large as mandarins, pelvic pain, hip pain, leg pain, head pain, lower back pain, depressive feelings, tiredness, memory loss, concentration problems, feeling cold, vaginal secretion, fungal infections, tingling, and she was feeling the implant. She also assessed suicidal while suffering from depression. The influence of essure in her daily life included problems with movements and problems with daily tasks. She contacted a doctor. A MRI was performed and suspicion of rheumatic problem was noted. She was medicated. Numerous examinations were conducted given the rheumatic and mental complaints. Nothing was found in other tests. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and was suicidal while suffering from depression. Pelvic pain is listed while depression and suicidal behaviour are unlisted in the reference safety information for essure. Considering that essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Depression is thought to involve changes in receptor-neurotransmitter relationships in limbic system, prefrontal cortex, hippocampus, and amygdala. Chronic pain can worsen depression symptoms and is a risk factor for suicide in people who are depressed. In the other hand, people with more severe depression feel more intense pain. In this case, consumer had pelvic pain and reported that she was suicidal while suffering from depression. There was no mention to an actual suicidal attempt. It is unlikely that the pain was the only trigger for the depression, however a contributory role cannot be excluded; therefore a causal relationship with essure cannot be totally excluded. Considering that essure influenced her daily life (problems with movements and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.